Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic dependent patient was presented to the emergency room after experiencing pacing pauses. The physician observed regular p-waves with no associated qrs for several intervals in a row via telemetry unit. Programming changes were made, and oversensing was not reproducible with pocket manipulation and isometrics. The rv lead exhibited low r-wave sensing. The lead was capped and replaced on (B)(6) 2016. The device was explanted and replaced due to normal eri. The patient was stable.